Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain and complex regional pain syndrome type ii. It was reported the pump was never replaced after the pump reached end of service (eos). It was noted the patient lost weight over the last six months or so and the pump now gets caught on things, so the patient hoped to get the pump removed. Physician listings were requested. It was noted there was no allegation about how the pump/therapy functioned. Patient symptoms were not reported. The event date was (B)(6) 2019. No further complications were reported or anticipated. Additional information was received from a consumer on (B)(6) 2020. It was reported that the pump probably was getting caught on things because of the weight loss. The patient had lost 25lbs and had extra loose skin, so the pump could turn up and down and twist. The patient was disabled and used lap tables, which could also push on the pump which was uncomfortable and painful at times. Sitting down with a belt on also caused the belt to put pressure on the pump which was painful. The patient saw an anesthesiologist who stated that they couldn't remove the pump without removing the tubing, but they didn't want to remove the tubing because of its placement in the spine. The patient had called several doctors but could not find one to remove the pump.